Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she is not sure if it was 7 mg/dl, but the paramedic's blood glucose meter read low. Troubleshooting was performed. The customer was experiencing unexplained low glucose for one day. The customer stated that she bolused before breakfast and then the paramedics were called. The customer's most recent glucose reading was 146 mg/dl. The programming, time, and date were correct. The reservoir was showing less insulin than the status screen. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.